Event description:
It was reported on july 11th that during a selenia dimensions procedure the c-arm was vibrating and makin and odd noise during tomo sweep. A field engineer examined the equipment and applied lubrication to tomo roller and performed vta work gear adjustment. Performed tomo calibrations. Vta screws were retightened. A scheduled maintenance was programed in august in which its intended to replaced the screws per fmi kit. System was operating according to manufacturer´s specifications and no patient injury or staff was reported.

Manufacturer narrative:
Selenia dimensions: c-arm is vibrating during tomo sweep. On (B)(6) 2024, it was reported that the unit was making noise and vibrating during the tomo sweep. The field engineer (fe) was dispatched to the customer site and found the vta bolts were loose. The fe tightened the bolts and indicated the bolts would be replaced during the next preventative maintenance visit. No patient or user injuries were reported. The vta bolts were not replaced, therefore they were not returned for investigation. The vta bolts were on the system for 2,498 days. The vta bolts were not replaced. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. System product code: sdm-sys-6000-3d, serial number: (B)(6), system manufacture date: 08-22-2017, system installation date: 09-08-2017, unique device identifier (UDI): (B)(4).